Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12091. It was reported pt went in for reprogramming due to reported loss of left side paraesthesia overlap. Images were taken and reportedly show both octrode leads are right of midline, t8-9. Pain area (left side buttock and left leg) was not able to be recaptured. It was reported the doctor was notified and pt will be scheduled for a revision.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.